Event description:
The pt reported blood glucose results of "88 mg/dl 67 mg/dl, 112 mg/dl and 109 mg/dl" with the lifescan meter, performed within 10 mins of each other. The pt took insulin after the use of the meter. The meter, test strips, and control solution were replaced.